Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the screw head of the locking screw is defected. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
A breakage of the turning tool has caused the reported issue. The head of the screw was not manufactured to specification, preventing the star drive from functioning interactively with the screw head.